Manufacturer narrative:
(B)(4). The known cause of this alarm is the supply bag disconnecting. The cause of the disconnection is unknown. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of seven of peritoneal dialysis therapy. During troubleshooting it was discovered that a supply bag disconnected without falling. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.